Event description:
User describes disconnection of spider limb positioner from patient during procedure, allowing the positioner or patient's arm (not clear) to drop, contaminating the sterile field.

Manufacturer narrative:
Tenet has not had an opportunity to inspect the product for damage that may have caused a malfunction. It is suspected that the user did not correctly engage and then lock the quick connect before beginning surgery, as outlined in numerous locations in IFU's supplied with the product and it's accessories. The local distribution representative will be contacted to view the product and inspect for damage.